Manufacturer narrative:
Citation: tengler a et al. Rationale and feasibility of transcatheter pulmonary valve implantation in small conduits with the edwards sapien valves. International journal of cardiology. 2021; 325:45-50. Doi: 10.1016/j.ijcard.2020.10.017 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective analysis into the feasibility of a non-medtronic transcatheter pulmonary valve implantation in 16mm or smaller conduits. All data were collected from two centers between 2010 and 2020. The study population included 33 patients (median age 13 years, median weight 47 kg), 28 of whom were implanted with a medtronic contegra pulmonary valved conduit (unique device identifier numbers not provided). Among all patients, adverse events included: valve-in-valve replacement and stent implant due to pulmonary stenosis and/or pulmonary insufficiency; conduit rupture/tear. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic received additional information from the physician/author that there were no severe adverse events in contegra patients. All replacements were "routine aging of the conduits". No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.